Event description:
It was reported the patient's lead was no longer providing effective stimulation coverage and displayed high impedance readings. The physician decided to explant and replace the lead with two different model leads.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.